Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call would not work. The bed was located in the repair shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the nurse call was not turned on. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician turned on the nurse call system to resolve the issue. Based on this information, no further action is required.